Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing and noise. There was an alert received for low r wave amplitude. Low amplitude noise was seen on the presenting electrogram (egm) and it was not sensed. The patient seen in the clinic and isometrics were performed. The noise was not able to be reproduced. Noise was noted with deep inhalation. Upon review, this right ventricular (rv) lead trends were stable. This rv lead remains in service. No adverse patient effects were reported.